Event description:
Third revision surgery - the patient has been chronically dislocating in their shoulder for a while, possibly caused by position of prosthesis from prior revision case. Head had disassociated from neck possibly due to impingement against glenoid and the patient's supraspinatus muscle was gone, this would exasperate the dislocation of the shoulder.

Manufacturer narrative:
The reason for this revision surgery was to remedy the patient's shoulder dislocation that occurred after 1 year, 7 months, 5 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 2 prior complaints reported against this part; both for dislocations. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. From the problem description it's observed that the patient has issues related with their rotator cuff which evidences the damage of the supraspinatous muscle in this case, the root cause might be the wrong implant selection - reverse shoulder prosthesis preferred over turn for the patients having rotator cuff damage. There was no information reported that evidences a material, design, or manufacturing problem with the product.